Event description:
The customer reported the device shuts down after booting up. There was no report of patient involvement.

Manufacturer narrative:
Customer evaluated device.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.